Event description:
The hcp reported a "catheterogram" was done. The results were not reported. The pump was explanted and replaced and returned to the manufacturer for analysis. The patient outcome was unknown to the hcp. The pt symptoms were unknown to the hcp.